Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a estimated battery remaining of 42% in (B)(6) 2021 which dropped to 15% in (B)(6) 2022. It was suspected that the device was exhibiting premature battery depletion (pbd) . A request was made to have the device data analyzed however current data was not provided. Technical services (ts) recommended the patient perform a remote interrogation so that current data can be uploaded to the latitude remote monitoring system for evaluation however as of today this has not been performed. No adverse patient effects were reported. The device remains implanted and in service. New information received indicates that the patient did perform a remote interrogation and ts confirmed that the device is depleting prematurely. Replacement was advised. The device was explanted and replaced. Due to covid-19 the device was not released from the hospital to boston scientific for evaluation.